Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the hcp confirmed with the rep they could update pump even if it was in a motor stall - they would see pop up message if it was current, but it will still let them update. It was noted the surgeon who is implanting the replacement pump is asking the nurse to refill the pump with a different drug, so that they have it for the replacement case. The nurse stated that she was concerned about changing the drug because the bridge bolus will not actually infuse, since it has been in a permanent stall since june 10th. The nurse explained that on june 2nd she refilled the pump with a new drug mixture: hydromorphone 5 mg/ml at the dose per day of 3.3047 mg/day (max 4.8474 mg/day), clonidine 60 mcg/ml at the dose per day of 39.656 mcg/day, and bupivacaine 3.5 mg/ml at the dose per day of 2.3133 mg/day, and now the neurosurgeon wants to increase hydromor phone concentration to 10 mg/ml and keep the same dosage, and clonidine 100 mcg/ml and get rid of bupivacaine. Caller is calling to ask if this is dangerous because the patient's pump is stalled so they will not truly clear the catheter and confirmed that the hcp does not want to put the pump at minimum rate. Tss confirmed that the catheter would only begin clearing if the pump recovered and discussed certain precautions with keeping the pumps infusion. Caller states she is not comfortable filling this pump with a new medication and not putting it at minimum rate. Caller states she plans to go to the hospital on the day of surgery and bring the medication.

Event description:
Additional information was received on 02-jun-2020 at which time it was reported that the patient was too medically complicated to replace her pump at an ambulatory surgery center, so at this time her pump had not yet been explanted. The medical team was currently trying to arrange for a hospital-based replacement surgery. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2020, additional information was received from the manufacturer representative (rep). No actions have occurred, but pump replacement was scheduled for (B)(6) 2020. The motor stall has not resolved. The cause of the motor stall was requested. The rep stated, "perhaps polypharmacy?".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2020 regarding a patient receiving morphine (13.6mg/ml at 11mg/day), bupivacaine (6.8mg/ml at 4.5mg/day), and clonidine (156mcg/ml at 90mcg/day) via an implanted infusion pump. It was reported that the patient had called the hcp on (B)(6) 2020 with error code 8476 on their personal therapy manager (ptm), indicative of a motor stall. It was noted that the patient had no magnetic resonance imaging (MRI), electromagnetic interference (emi), or magnets. The patient was deaf so they could not hear the alarms. No patient symptoms were reported. Additional information received from a manufacturer representative indicated that the stall had recovered, as seen on (B)(6) 2020 in log interrogation. Per the logs, the stall occurred on (B)(6) 2020 at 09:47 and recovered on (B)(6) 2020 at 00:26. No further complications were reported or anticipated.